Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion, the sheath and dilator would not lock together. There was no patient death or complications reported. It is not known how they completed the procedures.